Event description:
Reporter indicated that pregnant vns pt experienced a miscarriage. It was reported that the pt began experiencing nausea and vomiting on a daily basis and believed that the ongoing wrenching could have caused the genterator to migrate. The pt initially believed that the vns therapy was causing the nausea, so treating neurologist programmed the device to off and then discovered that they were pregnant, indicating that they may have been pregnant at the time of vns implant surgery. The pt miscarried at 5 months of pregnancy and underwent a d&c procedure. Further follow-up revealed that the pt had jumped from their balcony for unknown reasons prior to the complaint of device migration and discovering that they were pregnant. X-rays indicated that the generator may have moved some, but did not reveal excessive device migration. The pt is reportedly stable with no lasting effects from the miscarriage. Treating neurologist indicated that the event was not related to the implant surgery and may have been related to vns stimulation or congential malformation.

Event description:
The pulse generator was analyzed and found to be performing within specification. There is no evidence to indicate improper device operation.the pulse generator met cyberonics final electrical test specifications. The battery life expectancy was estimated to be 5.28 years using the available device settings. The actual implant time was 5.42 years.